Event description:
While the surgeon was attempting to remove the femoral component of the total hip, wires of the gigli saw snapped, and were immediately accounted for. No patient harm. Procedure completed without issue. No imaging necessary. Per surgeon: gigli saws are designed to snap when the friction against them is too high. It's a safety mechanism. There was not any patient harm, and there was no retained material in the patient. FDA safety report ID# (B)(4).